Manufacturer narrative:
Other applicable components are: product ID: 3777-60, serial# (B)(6), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had fallen and was receiving not therapy. An impedance check was performed and all contacts had high impedances that were out of range and there was an open circuit. It was reported that the patient would have a lead revision on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the fell about a year ago, after which they had intermittent therapy. The patient's leads had tester out of range and they were revised on (B)(6) 2018. The lead revision resolved the high impedance. No further complications were reported.